Event description:
A customer reported experiencing low vacuum and irrigation during a procedure. The surgeon completed the procedure without pt injury or harm. Add'l info has been requested.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the reported event. The handpiece was tested and found not performing to specs. The cpu battery, vent stinger and tubing was replaced. Preventive maintenance was also performed on the unit. The system was then tested and met all product specs. (B)(4).